Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalize due to low blood glucose on (B)(6) 2021. The blood glucose value was 40 mg/dl at the time of the incident. The customer was treated with glucagon. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.